Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found many red cracks or stains in the image, however the scope passed the dunk test. The pink coating has a small chip. There are scratches on the light guide tube. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was a problem with the image on the device during a procedure. The image is out of focus or blurry. This happened twice during the procedure. There is not a good image. It appears greasy and blurry. There was no patient injury or harm. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08087. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the most likely cause of the reportable malfunction (peeling/fading/discoloration of the coating at the insertion site of bf insertion tube) is from the following: external forces or handling by chemicals, because fine scratches and discoloration have been observed. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: important information: please read before use do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Olympus will continue to monitor complaints for this device.